Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 135mg/dl. The customer stated that insulin was observed dripping out of the infusion tubing and the cartridge tubing during the fill tubing sequence. The customer loaded a new cartridge to perform the 120 unit test and the pump performed as intended. The customer reported the pump would continue to be used for insulin therapy.